Event description:
It was reported that insufficient ice occurred. An icefx cryoablation system was reported to have a 40-08 ithaw error in the past. Additionally, the console was not forming large enough ice balls on the needles connected to channels 2a and 2b. Using CT imaging in the most recent case with this console, it was observed that insufficient ice occurred on the needles in channels 2a and 2b after 7 minutes of operating time. The needles were switched to different channels to resolve the issue, and no patient complications were reported. The console is not being used until the issue is resolved.

Event description:
It was reported that insufficient ice occurred. An icefx cryoablation system was reported to have a 40-08 ithaw error in the past. Additionally, the console was not forming large enough ice balls on the needles connected to channels 2a and 2b. Using CT imaging in the most recent case with this console, it was observed that insufficient ice occurred on the needles in channels 2a and 2b after 7 minutes of operating time. The needles were switched to different channels to resolve the issue, and no patient complications were reported. The console is not being used until the issue is resolved.

Manufacturer narrative:
Device evaluation by manufacturer: the icefx s/n (B)(6) was returned to the complaint investigation site for analysis. System documentation was reviewed including system log files. There were no log files for the reported event date on 30aug2024. There were no recorded ithaw errors. During initial functional testing, the ice balls for all channels looked similar. A gas leakage inspection was performed and it failed. Based on the date of manufacture, the icefx was due for a preventative maintenance. Degraded desiccant is the primary cause of small ice. Low gas pressure is also a contributor to reduced ice formation. No I-thaw errors occurred during testing. Confirmed the complaint of small ice formation on channel two.